Manufacturer narrative:
H3: the power switching board was returned for analysis; it was installed in a known working imaging system. The motion and generator were readied, communication and charging were successful, and both 2d and 3d images were acquired without issue. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that while installing the software, the system would not complete the upgrade. It was found that the system would not move past the boot network. The pendant said "connected, not ready, waiting for mobile view station (mvs) station to initialize communication." The remote desktop revealed that the frame grabber section was blank as well as the active/inactive box. The software was attempted to be loaded several times, even the old software was attempted to be loaded, but it did not work. The mvs computer was replaced, but the issue was not resolved, but the framegrabber issue was fixed. The power switching board and new image acquisition system (ias) computer for that power board was installed as well. The imaging system then passed the system checkout and was found to be fully functional. The ias computer, the mvs computer and the power switching board were returned and are currently under analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device used outside a procedure. It was reported that after loading the 3.1.7 software onto the system, the computer would not boot to the network. There was no patient present when the issue occurred.

Manufacturer narrative:
The image acquisition system (ias) computer was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The ias application failed to start on bench. The windows error message returned tftpd32 error message. The ias computer was installed on a different imaging device and the application 3.1.6 loaded successfully. A virus scan was completed, motion and generator readied, communication and charging also succeeded. Fluoro gain and rad gain calibration passed. 3d and 2d images were acquired and an attempt to install 3.1.7 software failed. Analysis found that the reported event was related to a software issue. The mobile view station (mvs) computer was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The bench test confirmed that the mvs did not complete the imaging device installation at start up. A warning message also informed that "the images file on disk do not appear to correspond to the active database. Restore database from backup file." T he imaging device installation was terminated and the imaging device application booted successfully. A virus scan was completed and patient data was removed. Cmos bios (time and date) checked good. The mvs computer was installed on a different imaging device and motion and generator readied. Communication and charging were also successful. Fluoro gain and rad gain calibration passed. 2d and 3d images were acquired successfully. Analysis found that the reported event was related to a software issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.